Event description:
A physician reported a pt who was originally skin-tested in the left forearm on 7/9/99 and in the right forearm on 7/22/99. The results of both tests were considered negative. In 1999, the pt was treated in the nasolabial folds and in the vertical lip lines. The pt called and was examined on 10/21/99, complaining of discomfort. The date of symptom onset was not known. The physician noted perioral swelling, redness and bumps above the right side of the upper lip. Hypersensitivity was diagnosed and intralesional kenalog was injected into the site of the symptoms. The pt returned on 11/8/99 with the symptoms somewhat improved. The physician administered more intralesional kenalog at the same site.